Event description:
During surgical procedure for nephrectomy, a single staple load was fired over the renal hilum. The veins were divided and well stapled but the artery escaped in a cephalad direction. A 2nd staple load was introduced and fired but this one misfired and the staple load could not be opened to be released. Manipulation demonstrated brisk arterial bleeding consistent with an injury to the renal artery at the level of the misfired staple load. FDA safety report ID# (B)(4).